Event description:
Line placement went well in the saphenous vein to the inferior vena cava for tpn. However, it was difficult to advance. An x-ray showed the catheter had possibly malpositioned which they thought may have caused erosion. The patient presented post insertion with swelling. Unit inserted on 3/4/98 in a 526 gram infant, born 2/28/98 at 25 week gestation (very small and malnourished). Redness in leg, abdomen and groin, dependent edema on 3/5/98. Lipids in scrotum. Contrast performed and ruled out perforated bowel. The line removed and a kub conducted.